Manufacturer narrative:
The event of ipg reaching end of service was reported to abbott. Surgery has not been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the ipg has reached end of service. Surgical intervention may be pending.